Manufacturer narrative:
Sections with additional information as of 03-aug-2021: h3: was the device evaluated by the manufacturer. H10: test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned for evaluation - product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 15-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 142, 151 and 134 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/23/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).